Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a pocket revision took place on (B)(6) 2021.

Event description:
Additional information received indicates the patient experienced pain at the pocket site. Surgical intervention took place wherein the ipg was relocated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.